Manufacturer narrative:
An investigation has ben initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield swivel adaptor (a1018) was worn and has movement. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield swivel adaptor was returned for evaluation: device history record (DHR) -the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The starburst teeth from the base castings were worn out, requiring new ones. Root cause- complaint confirmed via inspection of the unit. The starburst teeth from the base castings were worn out, requiring new ones. Unit required preventive maintenance and replacement of worn parts as a result of routine wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified.